Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hosp personnel that the pt came into clinic for a checkup and when connected to the power module, alarms sounded and the system monitor showed intermittent pump stops with low flow. The system controller, power module pt cable and power module were changed out with the same result. It was observed that this condition did not occur when the pt was on battery power. The pt experienced approx 6 pump stops and starts throughout the evening and night. A decision was made to exchange the lvad with another lvad. No further problems have been reported.